Event description:
It was reported to philips that system was unable to boot, stalling at 00:00. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during the diagnosis procedure. The procedure was completed by moving the patient to another room. The field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, the fse identified that the flexvision pc was not booting. The defective flexvision pc was returned for analysis, which concluded that the frame grabber card was defective. To resolve the issue, the fse replaced the flexvision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.